Event description:
It was reported that when the patient presented in clinic for a routine follow up exam, an episode of non-sustained right ventricular oversensing was observed. Further testing was recommended.

Manufacturer narrative:
(B)(4).